Event description:
It was reported that this pacemaker was found to be in safety mode. No programming changes could be made to the device and the device replacement was recommended. Due to the device age and the patient condition, the physician did not want to remove the pacemaker. A new pacemaker system was implanted on the other side as a replacement for the patient. The pacemaker remains in service. No additional adverse patient effects were reported.